Manufacturer narrative:
Qn#: (B)(4). A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A complaint history review on the product family was conducted. No issues or discrepancies were found in the device history record of (B)(4) / batch 74a1802889 that can be related to the failure mode reported in the customer complaint. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was a broken suture during the surgery and almost 2 weeks after surgery there was expulsion of the suture. The patient's condition is unknown at this time.